Event description:
Surgeon was drilling over k-wire for a 4/5 acutrak screw through the base of the first metatarsal into the first cuneiform. Noticed shards on x-ray for screw depth. The drill tip was found to be broken. The shards were left in the patient.